Event description:
The pt was originally sent home with the catheter in place for chemotherapy. In july 1997, the pt was readmitted to the hosp due to an occlusion of the catheter, and neck swelling. A venogram showed a deep vein thrombus in the svc, and urokinase was started to break up clots. The pt arrested, and developed a pulmonary embolism. The pt went into a vagative state and eventually expired. No autopsy was performed.